Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer does not follow either of the recommended testing algorithms, and did not confirm the initial positive test results. Repeat testing of the samples several days later yielded results below the upper reference limit. Investigation also shows that the customer processes serum samples, an unsupported sample type. Datalog analysis did not indicate any analyzer malfunction. The customer has not provided info about sample handling protocols, calibration data, control fluid results or info about what results were reported. Though there is evidence of user error in not following a testing algorithm and analyzing an unsupported sample type, the root cause of the elevated result is unknown.

Event description:
A customer observed positively biased troponin I results for multiple pt samples tested on the eci analyzer. The results did not agree with subsequent testing. It is unknown whether biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action.